Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks from the implantable cardioverter defibrillator (ICD). An interrogation showed that shocks were delivered for episodes detected in the ventricular tachycardia (vt) zone, however it was suspected that the rhythm may have been supra ventricular tachycardia (svt) and therapies may have been inappropriate as some episodes showed therapies were initially withheld for svt by the device discriminator. The ICD remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient was seen in person and device reprogramming was done. It was additionally noted that anti-tachycardia pacing therapy was delivered during the episodes.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks from the implantable cardioverter defibrillator (ICD). An interrogation showed that shocks were delivered for episodes detected in the ventricular tachycardia (vt) zone, however it was suspected that the rhythm may have been supra ventricular tachycardia (svt) and therapies may have been inappropriate as some episodes showed therapies were initially withheld for svt by the device discriminator. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in person and device reprogramming was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.